Event description:
Ous MDR - after an implantation time of about 27 months, oversensing with shock deliveries was reported. The lead was explanted and returned to biotronik for analysis. Aside from the shock deliveries, no further deterioration of the patient&#62688;state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. The lead properties were checked during the analysis. A severe deformation of the inner conductor helix was detected close to the is-1 connector pin. This damage manifestation requires excessive mechanical stress. An overrotation of the inner conductor helix during the retraction of the fixation screw should here be considered. During the comprehensive analysis, there were no further deviations from the technical specifications that could be related to the clinical complaint. There were no indications of material defects or manufacturing errors.